Event description:
It was reported that the patient presented with episodes of congestive heart failure (chf). The physician attributed the chf to the lead's unreliable and inconsistent capture. The lead had exhibited a progressive rise in thresholds. The lead was explanted and replaced. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.